Event description:
Pca malfunctioned at home while pt receiving hydromorphone infusion. Pt experienced increased pain. A replacement pca was delivered and a nursing visit was required. Rptr has previously reported 5 pca problems. See access #1006335-1006339.